Event description:
It was reported that the customer was hospitalized with blood glucose levels over 600 mg/dl. The customer experienced vomiting and dizziness prior to the event. The customer had been experiencing high blood glucose levels for the past week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.